Manufacturer narrative:
Continuproduct ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018-12-17. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had an explant performed. The cause of the stimulation being in the wrong location was not determined. It was indicated that the event did not result in any impact to the patient and it was reported that the patient was fine. The device would not be returned for analysis as the facility disposed of it. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported stimulation was not in the correct location to help with her pain. Impedances were checked and there were no issues and they tried to reprogram but it did not help. There was no relief for pain and stimulation was not in the correct location. Surgical intervention was scheduled for (B)(6) 2019. No further complications were reported/anticipated.